Event description:
The manufacturer became aware of an allegation that an end user developed a eye irritation nose irritation respiratory tract irritation asthma (new or worsening)inflammatory response lung disease other. While using an remstar auto m series assy, dom the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.